Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a total knee arthroplasty the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: zimmer nexgen femoral component catalog #: 00-5968-014-51, zimmer patellar component, zimmer tibial component. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Operative notes from the initial total knee arthroplasty (tka) surgery state the patient underwent left tka due to degenerative joint disease. No complications were noted. Office visit notes from approximately ten months after the initial tka state that the patient was experiencing increased ligament laxity in flexion and extension and that the patient may need a revision to go to a thicker liner due to progressive instability. Operative notes from the revision surgery approximately eleven months after the initial tka state the patient underwent a poly exchange due to instability. No complications were noted. Compatibility of the components could not be confirmed as the products from the initial surgery are unknown. A definitive root cause cannot be determined with the information provided.